Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by an advanced evaluation patient that after their procedure the patient reached for the programmer and pulled a lead out. The patient reported that caused them pain and soreness. The patient stated that the health care physician (hcp) had fixed the lead and gave the patient some pain pills of an unknown kind. There were no further complications reported.